Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The seat upholstery is not holding the end user. It sounds like the crossbraces are causing pressure sores on the end user. The dealer called the aftermarket group to order a custom seat, unfortunately we do not have a seat that will hold 400 pounds. Update from 12/07/2015 added by consumer affairs: dealer wanted to know if there was some type of heavy duty custom seat upholstery and tag advised they did not carry anything like that. They are replacing with invacare heavy duty upholstery and possibly a cushion. No medical intervention reported. No further information provided.